Event description:
The patient experienced a sudden cessation of therapy. The lead was replaced. For patient outcome, see manufacturer's report # 3004209178201002553.

Manufacturer narrative:
(B) (4).